Event description:
On (B)(6) 2010 the patient reported his blood glucose was elevated to 285 mg/dl. His normal blood glucose range is 120-130 mg/dl. He stated his blood glucose measured 125 mg/dl at 2:00 pm and he ate a salad and at 4:00 pm he bolused 11.5 units of insulin. Troubleshooting did not reveal any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.